Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Review of the stored electrogram indicated the inappropriate therapy was the result of noise; boston scientific technical services (ts) advised additional testing. The noise was reproducible in the secondary therapy vector but none was present in primary. The device was reprogrammed and the issue appeared to resolve. No adverse patient effects were reported. This system remains in service.